Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, a 'low fio2' alarm occurred. Calibration of the oxygen sensor did not resolve this issue. The sensor was replaced and the unit worked normally. The device was not in use on a pt when this event occurred.